Event description:
The event is reported as: alleged issue: the heater started to alarm and the therapist smelled smoke coming from the expiratory pigtail connection with the expiratory circuit. The therapist thought it was the circuit so they changed the expiratory side of the circuit. The heater started to alarm again so they decided to take heater off the patient and change out the circuit and the heater. No patient injury reported. Additional information received: the smell came from the yellow pigtail connection where the circuit is.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.